Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ldl-cholesterol gen.3 assay results for two patient samples tested on a cobas 6000 c501 module. Patient sample 1: the initial result from the module was 50 mg/dl. The repeat result from an external laboratory was 127 mg/dl. The repeat result from an external laboratory using the roche assay was 47 mg/dl. Patient sample 2: the initial result from the module was 49.1 mg/dl. The repeat result from the module was 46.0 mg/dl. The repeat result from the module was 46.2 mg/dl. The repeat result from a different method was 64 mg/dl. The repeat result from an external laboratory using the roche assay was 49 mg/dl. The doctors questioned the analyzer results and suspected assay interference from patient samples with elevated triglyceride results, but with lipemic indexes within the interference limit.